Manufacturer narrative:
During repair of a ventilator in our repair shop, the ventilator did not pass the flow transducer test during pre-use check. This complaint was created, separate from the original complaint for this specific problem. The oxygen gas module was replaced and further investigated. Simulated use testing of the oxygen gas module reproduced the described issue. It was concluded that there was a faulty inspiratory valve flow controller printed circuit board (pcb) inside the oxygen gas module causing the problem. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
During repair of a ventilator in our repair shop, the ventilator did not pass the flow transducer test during pre-use check. This complaint was created, separate from the original complaint for this specific problem.